Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain. It was also reported that the surgeon took out the components and did some releases to help relieve some of the pain. The components were well fixed and there was nothing wrong with them other than the patella not tracking because of the torn quad tendon. Doi: unknown; dor: (B)(6) 2018 left knee.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.